Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected alarms after battery change or battery out limit alarms were noted. The insulin pump was received with intermittent down arrow button due to corroded keypad traces. The insulin pump was received with cracked case at display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 318 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.